Event description:
It was reported that during a gastric bypass procedure, on the first three firings the device only fired the first third of the cartridge, only the proximal part of the staple line formed. Another device was used to complete the procedure. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4). The (B)(4) device was received for analysis with no visual non-conformances and with three blue cartridge reloads present. The cartridge reloads were received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned cartridge reloads were tested for functionality in the straight and articulated positions by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.